Event description:
The pt falls frequently due to dizziness unrelated to implant use. The pt also has poor hygiene habits. His implant had partially extruded and the surgeon determined it would be preferable to explant the device and not reimplant.